Event description:
A diagnostic angiogram was being performed due to the pt complaining of chest pains. The product appeared to perform adequately on the day of examination, however, the pt presented in a & e dept on 05/08/2006 with swelling and abscess on wrist. The pt was admitted for duplex investigation (no evidence of pseudoaneurysm). The pt went to theatre on 5/10/2006 for incision and drainage of abscess on right wrist.

Manufacturer narrative:
Eval: no product was returned to assist in our investigation. However, we are aware this type of situation may occur. Our instructions for use booklet for this product states the following: "possible allergic reactions or access site infection should always be considered." It further cautions, "a sterile inflammatory response possibly associated with latex and powdered non-latex based gloves has been reported with the use of this product." Info was provided that the gloves used for this particular procedure were of latex material.